Event description:
It was reported that the customer received an a33 alarm, which was a compromised force sensor system. Customer's blood glucose was 339 mg/dl. Customer treated with manual injection. Customer stated insulin squirted out during manual prime and continued to drip after motor stops during the manual prime process. Customer also reported being unable to exit the "preparing to prime" loop and was stuck in rewind complete/bolus delivery loop. Customer checked blood glucose after manual injection and the reading was 352 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to protruded/loose drive support disk. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.